Event description:
Pump was reported to have a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove the cartridge, inspect and clean the o-ring and pneumatic tap area, and then reattach the cartridge to complete the load process following on-screen instructions.